Event description:
It was reported that while using the ilet system, the user announced a usual dinner but consumed a larger-than-normal meal and experienced prolonged hyperglycemia, with glucose exceeding 400 mg/dl for approximately two hours before gradually returning to target without an infusion set change, which reflects an incorrect procedure related to meal announcement and a user interface component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified consistent with announcing an incorrect meal size in relation to actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.